Manufacturer narrative:
Updated data: b5. Second paragraph. E. Initial reporter email address. H6. Patient code added. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a brief period of complete heart block (chb) occurred. The day following the valve implant an electrocardiogram (ECG) identified a left bundle branch block (lbbb). A temporary pacemaker was placed. The patient also reported shortness of breath with exertion. The following day a chest x-ray noted increased opacification in the left lower lobe, likely atelectasis. An ultrasound of the chest also was performed and minimal bilaterial plueral effusions were noted. The brain natriuretic peptide test (nt-probnp) measure 11,560 picograms per millimeter (pg/ml). Intravenous diuretics started for the reported acute pulmonary edema. The next day sinus tachycardia with lbbb were noted. Three days following the valve implant, creatinine tests revealed a measurement of 3.8-4.2 milligrams per deciliter (mg/dl). Baseline creatinine was 3.4-3.7 mg/dl. Intravenous diuretics were required. Continuous renal replacement occurred the following day. Of note, the patient had a history of chronic kidney disease, stage 4, with a failed kidney transplant. Five days following the valve implant procedure a fever developed and sepsis was reported. Hemodynamic instability required vasopressors intravenously. The microbiology blood culture test was negative and urine enterococcus faecalis test also was performed. A covid 19 polymerase chain reaction (pcr) test was positive. Acute hypoxemic respiratory failure occurred. The patient experienced an altered mental status, fever, tachypnea (a respiratory rate of 60) in the setting of the positive covid pcr. Intubation and intravenous medication were required. A chest x-ray identified pulmonary vascular congestion and a small pleural effusion. Six days following the valve implant an echocardiogram indicated an ejection fraction of 60%, a small circumferential pericardial effusion with no evidence of tamponade, and a trace paravalvular leak (pvl). In the setting of chronic kidney disease, worsening anemia was reported. Hemoglobin measured 6.8. There was no bleeding source. A blood transfusion of 1 unit was required. Eight days following the valve implant procedure the vasopressors for the were weaned off. The temporary pacemaker was discontinued, and the patient was also extubated on the ninth day post implant procedure. The rhythm issue and respiratory failure were considered resolved. The telemetry monitor strip noted normal sinus rhythm. Hypertension was also reported. Persistent systolic blood pressures, without improvement, ranged in the 160-170 millimeters of mercury (mmhg) range despite a vasodilator intravenous medication. A beta blocker was then administered intravenously without improvement at maximum dose. A calcium channel blocker drip was started and the systolic blood pressures improved to below 140 mmhg range. The beta blocker drip was discontinued. However, the hypertension was not reported as resolved. The patient was transferred out of the cardiac intensive care unit 11 days following the valve implant. Overall, hospitalization was prolonged for this patient. No additional adverse patient effects were reported. Additional information was received from the physician that the patient had chronic/permanent hypertension as a baseline related to age. The hypertension and chronic kidney disease were the cause of the kidney issues noted. In addition, the physician reported the cause of the pleural and pericardial effusions was the covid 19 virus. Clarification was received that the sepsis developed from the enterococcus faecalis urinary tract infection. The physician noted the valve and implant procedure were contributing factors to the lbbb. However, it was clarified that neither the valve nor the implant procedure were contributing factors to the anemia, hypertension, acute hypoxemic respiratory failure, acute pulmonary edema, the acute kidney injury, or the sepsis.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a brief period of complete heart block (chb) occurred. The day following the valve implant an electrocardiogram (ECG) identified a left bundle branch block (lbbb). A temporary pacemaker was placed. The patient also reported shortness of breath with exertion. The following day a chest x-ray noted increased opacification in the left lower lobe, likely atelectasis. An ultrasound of the chest also was performed and minimal "bilateral pleural" effusions were noted. The brain natriuretic peptide test (nt-probnp) measure 11,560 picograms per millimeter (pg/ml). Intravenous diuretics started for the reported acute pulmonary edema. The next day sinus tachycardia with lbbb were noted. Three days following the valve implant, creatinine tests revealed a measurement of 3.8-4.2 milligrams per deciliter (mg/dl). Baseline creatinine was 3.4-3.7 mg/dl. Intravenous diuretics were required. Continuous renal replacement occurred the following day. Of note, the patient had a history of chronic kidney disease, stage 4, with a failed kidney transplant. Five days following the valve implant procedure a fever developed and sepsis was reported. Hemodynamic instability required vasopressors intravenously. The microbiology blood culture test was negative and urine enterococcus faecalis test also was performed. A covid 19 polymerase chain reaction (pcr) test was positive. Acute hypoxemic respiratory failure occurred. The patient experienced an altered mental status, fever, tachypnea (a respiratory rate of 60) in the setting of the positive covid pcr. Intubation and intravenous medication were required. A chest x-ray identified pulmonary vascular congestion and a small pleural effusion. Six days following the valve implant an echocardiogram indicated an ejection fraction of 60%, a small circumferential pericardial effusion with no evidence of tamponade, and a trace paravalvular leak (pvl). In the setting of chronic kidney disease, worsening anemia was reported. Hemoglobin measured 6.8. There was no bleeding source. A blood transfusion of 1 unit was required. Eight days following the valve implant procedure the vasopressors for the were weaned off. The temporary pacemaker was discontinued, and the patient was also extubated on the ninth day post implant procedure. The rhythm issue and respiratory failure were considered resolved. The telemetry monitor strip noted normal sinus rhythm. Hypertension was also reported. Persistent systolic blood pressures, without improvement, ranged in the 160-170 millimeters of mercury (mmhg) range despite a vasodilator intravenous medication. A beta blocker was then administered intravenously without improvement at maximum dose. A calcium channel blocker drip was started and the systolic blood pressures improved to below 140 mmhg range. The beta blocker drip was discontinued. However, the hypertension was not reported as resolved. The patient was transferred out of the cardiac intensive care unit 11 days following the valve implant. Overall, hospitalization was prolonged for this patient. No additional adverse patient effects were reported. Additional information was received from the physician that the patient had chronic/permanent hypertension as a baseline related to age. The hypertension and chronic kidney disease were the cause of the kidney issues noted. In addition, the physician reported the cause of the pleural and pericardial effusions was the covid 19 virus. Clarification was received that the sepsis developed from the enterococcus faecalis urinary tract infection. The physician noted the valve and implant procedure were contributing factors to the lbbb. However, it was clarified that neither the valve nor the implant procedure were contributing factors to the anemia, hypertension, acute hypoxemic respiratory failure, acute pulmonary edema, the acute kidney injury, or the sepsis. Additional information was received reporting the resolution dates of the adverse events. The lbbb was resolved three days after onset. Acute pulmonary edema resolved twenty-six days after onset. The sepsis was resolved thirty days after onset. Anemia remains ongoing. No further information was provided.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve a brief period of complete heart block (chb) occurred. The day following the valve implant an electrocardiogram (ECG) identified a left bundle branch block (lbbb). A temporary pacemaker was placed. The patient also reported shortness of breath with exertion. The following day a chest x-ray noted increased opacification in the left lower lobe, likely atelectasis. An ultrasound of the chest also was performed and minimal bilaterial plueral effusions were noted. The brain natriuretic peptide test (nt-probnp) measure 11,560 picograms per millimeter (pg/ml). Intravenous diuretics started for the reported acute pulmonary edema. The next day sinus tachycardia with lbbb were noted. Three days following the valve implant, creatinine tests revealed a measurement of 3.8-4.2 milligrams per deciliter (mg/dl). Baseline creatinine was 3.4-3.7 mg/dl. Intravenous diuretics were required. Continuous renal replacement occurred the following day. Of note, the patient had a history of chronic kidney disease, stage 4, with a failed kidney transplant. Five days following the valve implant procedure a fever developed and sepsis was reported. Hemodynamic instability required vasopressors intravenously. The microbiology blood culture test was negative and urine enterococcus faecalis test also was performed. A covid 19 polymerase chain reaction (pcr) test was positive. Acute hypoxemic respiratory failure occurred. The patient experienced an altered mental status, fever, tachypnea (a respiratory rate of 60) in the setting of the positive covid pcr. Intubation and intravenous medication were required. A chest x-ray identified pulmonary vascular congestion and a small pleural effusion. Six days following the valve implant an echocardiogram indicated an ejection fraction of 60%, a small circumferential pericardial effusion with no evidence of tamponade, and a trace paravalvular leak (pvl). In the setting of chronic kidney disease, worsening anemia was reported. Hemoglobin measured 6.8. There was no bleeding source. A blood transfusion of 1 unit was required. Eight days following the valve implant procedure the vasopressors for the were weaned off. The temporary pacemaker was discontinued, and the patient was also extubated on the ninth day post implant procedure. The rhythm issue and respiratory failure were considered resolved. The telemetry monitor strip noted normal sinus rhythm. Hypertension was also reported. Persistent systolic blood pressures, without improvement, ranged in the 160-170 millimeters of mercury (mmhg) range despite a vasodilator intravenous medication. A beta blocker was then administered intravenously without improvement at maximum dose. A calcium channel blocker drip was started and the systolic blood pressures improved to below 140 mmhg range. The beta blocker drip was discontinued. However, the hypertension was not reported as resolved. The patient was transferred out of the cardiac intensive care unit 11 days following the valve implant. Overall, hospitalization was prolonged for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na. Product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na. Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.